Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. Device history record review revealed nothing relevant to this event. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the patient underwent an acl reconstruction procedure on (B)(6) 2017 where an acl tightrope (lot: s045996) was implanted. The patient complained of pain on (B)(6) 2017 and an x-ray was taken and showed that the button had traveled far from the bone surface. On (B)(6) 2017 the surgeon removed the button and the suture with partial anesthesia.